Event description:
The product was applied during a breast biopsy procedure. Reportedly, the pt had an allergic reaction post-operatively. The surgeon reoperated to remove suture and tissue. The hosp has reported that the pt's status satisfactory.